Event description:
The patient expired. The patient had a terminal illness (metastatic transitional cell cancer with tumor burden over the left abdominal quadrant and left hip). The patient was last seen in the clinic in 2009. The patient's death was reported to be unrelated to the implanted system. The device system was used to deliver morphine sulfate, bupivacaine, clonidine, and compounded baclofen.